Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K031216. Investigation: samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and used cassette without the date of cassette's opening written. Nevertheless, according to the information received, the cassette was supplied to the customer on (B)(6) 2019 and we received it on 25/04/2019. Therefore, the cassette is within the 4 months since opening of which the cassette can be used. However, the cassette received has a cap that does not correspond to the cap supplied with this product. The thread of the cassette received breaks easily due to the thread is degraded, knot pull tensile strength test cannot be performed. As stated on cassette label: knot the remaining thread and replace the cap after each use. Once opened, the content of the cassette should be used within 4 months and prior to expiration date. Store at room temperature. Avoid exposure to extreme temperatures over a long period of time. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving the defective sample, without the correct cap on cassette received a suitable assessment of the complaint cannot be performed. No corrective/preventive actions needed.

Event description:
It was reported the thread breaks too easily. Veterinary use. No other information has been provided.